Event description:
The patient had a bronchoscopic lung volume reduction procedure with five zephyr valves placed in the left upper lobe on (B)(6) 2022. The patient had an asymptomatic pneumothorax post-procedure on the same day. A chest tube was placed, and the patient was doing well but then developed pseudomonas pneumonia on the contralateral (right) side. The patient was put on a ventilator on (B)(6) 2022. The patient developed renal failure and heart rhythm issues and could not wake up. The family made the decision to withdraw care and the patient died in the hospital. A complete narrative with additional information is still being collected and follow-up reports will be provided after receipt of the information.

Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period (less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
The patient had a bronchoscopic lung volume reduction procedure with five zephyr valves placed in the left upper lobe on (B)(6) 2022. The patient had a good result from the valve placement. The patient had an asymptomatic left pneumothorax post-procedure on the same day. A chest tube was placed, and the patient was doing well. On day 3 post-procedure, the patient had increased oxygen needs and then developed pneumonia on the contralateral side in the right lower lobe. The patient was put on a ventilator on (B)(6) 2022. The patient had sepsis and associated hypotension which was probably the cause of his renal failure. The patient then had respiratory failure, cardiac dysrhythmias and encephalopathy. After conversations with the family, the patient was transitioned to comfort care and expired in the hospital on (B)(6), 2022. According to the treating physician, the valves did not play a role in the patient's demise, other than he had a medical procedure. The pneumonia was on the opposite side in the right lower lobe, (i.e., not on the left side where the valves were placed). An autopsy was not performed.